Manufacturer narrative:
Concomitant medical products: product ID: 977a260, serial#: (B)(4), implanted: (B)(6) 2019, product type: lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient via manufacturer representative who was implanted with an implantable neurostimulator (ins) for spinal pain. It was reported that the patient called saying she was getting ¿settings not available¿ error in her controller. Rep met with the patient that afternoon and an impedance report showed electrode #8 was bad. Rep programmed around it and she was able to user her controller without error before leaving the office. Patient said  she dropped the controller but had no falls. No patient symptoms were reported. Issue was resolved.